Manufacturer narrative:
Device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Green material was observed within the device. Black material was observed on the shell surface. Product evaluation team discovered two rents. Rent a measuring approximately <0.1 cm within a siltex cracking and crease located on the posterior aspect; rent b measuring approx. 0.7 cm on the posterior aspect as well. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350cc , catalog number 3501655, serial number (B)(4), lot number 5796343 (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary procedure with saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant and bilateral capsular contracture baker grade IV after implantation. As a result, the patient had undergone bilateral removal and replacement with gel mentor memorygel breast implant 450cc serial number (B)(4), lot number 7366518, catalog number 3504504bc and with gel mentor memorygel breast implant 450cc serial number (B)(4), lot number 7463048, catalog number 3504504 on (B)(6) 2017. The patient tolerated the procedure well and sent home in stable condition. The patient was not hospitalized after the surgery.